Event description:
The surgeon was using the inzii universal retrieval system (5mm ref (B)(4)) endo catch bag during the laparoscopic cholecystectomy. The device failed to open and the string broke off. The device was removed from the field and a replacement device was subsequently used without issue. No harm to the patient.